Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an left ventricular (lv) lead implant procedure the lead thresholds were high in multiple positions. The implant procedure duration was getting to be too long so the implant effort was abandoned and a different type of lead was used to complete the procedure. No patient complications have been reported as a result of this event.